Manufacturer narrative:
Additional information provided in d.9, h.3, h.6, and h.11. Corrected information provided in h.6. (FDA component code) a review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Clinical information review: this patient was scheduled for cataract surgery on the right eye (od). The customer reported that during ¿us oscillation after insertion of the viscoelastic, white smoke was generated from the tip of the tip, causing thermal burn.¿ the surgery was completed after replacing the pak with another one of the same lot. There was ¿no major health damage had been caused.¿ the surgeon mentioned ¿the sound of aspiration during us oscillation was different from usual.¿ the console itself, pak, and ultrasound (u/s) handpiece were found to be functioning as expected. However, the us tip was inadvertently discarded. The cassette pak and sleeves were returned for investigation. There was a video submitted with this investigation for review. The video is nineteen minutes and twelve seconds (19:12) long. The eye is visualized and is already prepped (including lid speculum). By the way the eye is positioned, this is a right eye (od). There is a single eyelash in the field which is snipped and removed from the field with scissors and a sponge. The cornea is marked for intraocular lens (iol) guide placement. The paracentesis incisions are made, followed the capsulorhexis, and then the main incision is created. Hydrodisection follows and is completed without issue. The phacoemulsification handpiece enters the main incision (at marker 6:04), ultrasound is applied and immediately, a cloud surrounds the phacoemulsification tip. The tip is removed from the eye. The eye remains in open air without action until (marker 10:24) the ambient lights come back on. At marker (10:37) the phacoemulsification tip is re-inserted into the main incision. The cataract was emulsified without issues. Following this the irrigation/aspiration (I/a) tip was inserted into the main incision and the rest of the cortical material is aspirated. The main incision has noticeable whitening on either side of the incision. The surgeon attempts to insert the intraocular lens (iol) tip and removes it from the incision. The incision is made larger via knife. Immediately following this, the iol is placed into the anterior chamber (ac) and moved into position. The iol is polished with the I/a. The incisions are hydrated to attempt wound closure. (It is not visible nor confirmed if the seals were successful). Iodine drops are instilled onto the surface of the eye. The eye is moved out of frame and the video ends. Additional related information was requested but none has been provided. The milky cataract (morganian) will test a surgeon's skill, experience, and patience. The surgeon knows how to recognize when eyes are at a greater risk and may use techniques to mitigate the issue. When making the capsulotomy, the ¿milk¿ from the cataract fills the anterior chamber, obscuring the surgeon's view. The anterior capsulotomy may not be complete. Filling the anterior chamber with viscoelastic before starting the capsulotomy may help. The phacoemulsification tip is a single use device (sud). The reuse of a single use device is off label and considered misuse. There is no evidence that the design or manufacturing of the system or phacoemulsification handpiece contributed to the reported event. The phacoemulsification handpiece is a reusable device that must be reprocessed per the products directions for use (dfu). Corneal thermal injuries are typically related to excessive heat generated by the phacoemulsification tip due to insufficient aspiration flow, extended energy application, or combination of both. The operator¿s manual states: appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Ensure that the tubing is not occluded during any phase of operation. Use of a phacoemulsification handpiece in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the ozil tips can cause excessive heating and potential thermal injury to adjacent eye tissues. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. The system is designed to cool the phacoemulsification tip during use as aspirated fluid flows through the tip lumen. Overheating of the phacoemulsification tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phacoemulsification tip. Reduced fluid flow through the phacoemulsification tip may be caused by phacoemulsification tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phacoemulsification tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The fluidics management system (fms) cassette was tested on a console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution bss bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned fluidics management system (fms) cassette was evaluated and met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Before release from manufacturing, every procedure pak batch must pass quality testing and inspection confirming that the batch meets all product and packaging specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the white smoke was generated from the tip, causing thermal burn during cataract surgery and sound of aspiration during ultrasound oscillation was different from usual. The procedure was completed by replacing the product with new one.

Manufacturer narrative:
Additional information provided in . Corrected information provided in . The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that when ultrasound was performed, a white smoke like substance was released and corneal opacity occurred resembling corneal edema. The patient was under treatment with post operative eye drops with no worsening of infection or corneal edema. The condition of thermal burn and visual acuity was improving.